Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, the customer reported the battery may have been depleting quickly, however troubleshooting was unable to be performed due to the malfunction event. The customer's blood glucose level was 251 mg/dl. The customer had manual injections available as alternate therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction alarm was verified. Based on the analysis, the alleged battery depleting quickly could not be verified due to the other reported issue (malfunction alarm).